Event description:
It was reported that five batteries, when connected to the battery charger, were showing a blinking red light and not charging. The batteries were removed from use. There was no patient involvement.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system- battery. Model #: 1650, catalog #: 1650, expiration date: 31-jan-2022, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device mfg. Date: 20-jan-2021. Labeled for single use no. Patient ime code(s): e2403. Imf code(s): f27. Img code(s): g02002. FDA device code(s): a0705. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Brand name: heartware ventricular assist system- battery. Model #: 1650, catalog #: 1650, expiration date: 31-jan-2022, serial #: (B)(4) UDI #: (B)(4). Device available for evaluation: no. Device mfg. Date: 20-jan-2021. Labeled for single use: no. Patient ime code(s): e2403. Imf code(s): f27. Img code(s): g02002. FDA device code(s): a0705. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Brand name: heartware ventricular assist system- battery. Model #: 1650, catalog #: 1650, expiration date: 31-jan-2022, serial #: (B)(4) UDI #: (B)(4). Device available for evaluation: no. Device mfg. Date: 20-jan-2021. Labeled for single use: no. Patient ime code(s): e2403. Imf code(s): f27. Img code(s): g02002. FDA device code(s): a0705. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Brand name: heartware ventricular assist system- battery. Model #: 1650, catalog #: 1650, expiration date: 31-jan-2022, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device mfg. Date: 20-jan-2021. Labeled for single use: no. Patient ime code(s): e2403. Imf code(s): f27. Img code(s): g02002. FDA device code(s): a0705. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Brand name: heartware ventricular assist system- battery. Model #: 1650, catalog #: 1650, expiration date: 31-jan-2022, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device mfg. Date: 20-jan-2021. Labeled for single use: no. Patient ime code(s): e2403. Imf code(s): f27. Img code(s): g02002. FDA device code(s): a0705. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: six (6) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the batteries (B)(6) revealed that the battery passed visual inspection and functional testing. Failure analysis of the batteries (B)(6) revealed that the units passed visual inspection. Internal inspection of the batteries did not reveal any anomalies. Functional testing of (B)(6) revealed that the battery was able to adequately provide power to a test controller. In addition, the battery was charging when connected to a battery charger. A review of the battery's gg file revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. Functional testing of (B)(6) revealed that batteries were received with a cov (cell-ov ER-voltage) flag enabled. The batteries were unable to charge on the battery charger. If the batteries remain connected to the battery charger with a cov flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. The flag was removed after allowing the batteries to discharge, causing the voltage to decrease below the voltage threshold. Functional testing of (B)(6) revealed that the batteries were able to adequately connect to and be charged on the test battery charger. As a result, the reported not charging event was confirmed for the batteries (B)(6) however, the reported not charging event was not confirmed for (B)(6). Based on the available information, a possible root cause of reported event involving (B)(6) can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Additional products: (B)(6) - battery d9: yes, return date: 20-feb-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02 (B)(6) - battery d9: yes, return date: 20-feb-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02 (B)(6) - battery d9: yes, return date: 20-feb-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02 (B)(6) - battery d9: yes, return date: 20-feb-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) - battery d9: yes, return date: 20-feb-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.